Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the 3.1 cubie drawer did not pull out all the way. A field service engineer called and asked customer if user had tried pulling the drawer all the way out, as drawers can become stiff when they are not opened fully over time and customer was able to extend the drawer to its full range, and it then opened completely when accessed. The system functioned as intended after the field service engineer guided the customer to troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer 3.1 failed to fully extend when accessed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.